Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation(uterus) on left side the wire adjacent to the uterus at the cornual at the cornual portion hd ruptured but not totally through the tube"), pelvic pain ("severe pelvic pain/pain,") and salpingitis ("acute salpingitis") in a 25-year-old female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". The patient's past medical history included knee operation (4 times) from (B)(6) 2013 to (B)(6) 2013, foot operation (2 times) and abortion. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2008, 3 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain/pain,cramps all the time"), back pain ("severe lower back pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2011, the patient experienced migraine ("worsening of her migraines/migraines / headaches"), headache ("worsening of her headaches/migraines / headaches") and fatigue ("chronic fatigue/fatigue,"). In 2011, the patient experienced depression ("depression/aggravated any psychiatric and/or psychological condition"), arthropathy ("knee and joint issue"), anxiety ("anxiety/aggravated any psychiatric and/or psychological condition"), dysgeusia ("metallic taste"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia") and the first episode of pain ("tender spot all over body"). On (B)(6) 2013, the patient experienced vaginal infection ("chronic vaginal infections"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge/vaginal discharge/extra discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), breast pain ("breast pain"), dermatitis contact ("allergy to soap foods"), urinary tract infection ("urinary tract infection"), the second episode of pain ("body ache"), vulvovaginal pain ("vaginal pain"), endometriosis ("endometriosis in right fallopian tube") and fibrosis ("peritubal fibrosis in left and right fallopian tube"). The patient was treated with analgesics, and bilatral cornual resection with removal of the essure device in (B)(6) 2013. At the time of the report, the uterine perforation, salpingitis, abdominal pain lower, back pain, vaginal discharge, fatigue, arthropathy, dysgeusia, breast pain, dermatitis contact, urinary tract infection, the last episode of pain, vulvovaginal pain, endometriosis and fibrosis had resolved, the pelvic pain, dysmenorrhoea, menorrhagia, headache, vaginal infection, dyspareunia, alopecia, vaginal haemorrhage, depression, anxiety, arthralgia and fibromyalgia outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, arthropathy, back pain, breast pain, depression, dermatitis contact, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, fibrosis, headache, menorrhagia, migraine, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Sought treatment for frequent menses (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: full occlusion of fallopian tubes. (B)(6) 2016, pathology report: final diagnosis: left partial fallopian tube, excision, acute salpingitis; peritubal fibrosis, luminal metallic coil present. Right partial fallopian tube, excision, peritubal fibrosis; endometriosis. Luminal metallic coil present. Microscopic description: -sections show complete cross sections of fallopian tube with acute salpingitis and peritubal fibrosis. -sections show complete cross sections of fallopian tube with peritubal fibrosis and focal endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: pfs received. Concomitant drug , historical condition were added. Added events: acute salpingitis, peritubal fibrosis in left and right fallopian tube, endometriosis in right fallopian tube, vaginal pain, perforation(uterus) on left side the wire adjacent to the uterus at the cornual at the cornual portion had ruptured but not totally through the tube. Updated onset date, outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") in a 23-year-old female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". The patient's past medical history included knee operation (4 times) from june 2013 to august 2013 and foot operation (2 times). Concurrent conditions included endometriosis and acute salpingitis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2008, 3 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain/pain,cramps all the time"), back pain ("severe lower back pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), vaginal infection ("chronic vaginal infections"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2011, the patient experienced migraine ("worsening of her migraines/migraines / headaches"), headache ("worsening of her headaches/migraines / headaches") and fatigue ("chronic fatigue/fatigue,"). In 2011, the patient experienced depression ("depression/aggravated any psychiatric and/or psychological condition"), arthropathy ("knee and joint issue"), anxiety ("anxiety/aggravated any psychiatric and/or psychological condition"), dysgeusia ("metallic taste"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia") and tenderness ("tender spot all over body"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge/extra discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), breast pain ("breast pain"), dermatitis contact ("allergy to soap foods"), urinary tract infection ("urinary tract infection") and pain ("body ache"). The patient was treated with analgesics and surgery (bilateral cornual resection with removal of the essure devices intact). Essure was removed in october 2013. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, headache, vaginal infection, dyspareunia, alopecia, vaginal haemorrhage, depression, anxiety, arthralgia and fibromyalgia outcome was unknown, the abdominal pain lower, back pain, vaginal discharge, fatigue, arthropathy, dysgeusia, breast pain, dermatitis contact, tenderness, urinary tract infection and pain had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, arthropathy, back pain, breast pain, depression, dermatitis contact, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pain, pelvic pain, tenderness, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Sought treatment for frequent menses (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: full occlusion of fallopian tubes 07mar2016, pathology report: final diagnosis: left partial fallopian tube, excision, acute salpingitis; peritubal fibrosis, luminal metallic coil present. Right partial fallopian tube, excision, peritubal fibrosis; endometriosis. Luminal metallic coil present. Microscopic description: -sections show complete cross sections of fallopian tube with acute salpingitis and peritubal fibrosis. -sections show complete cross sections of fallopian tube with peritubal fibrosis and focal endometriosis. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet, new reporter , patient demographic information ,concomitant condition ,essure lot number 794899,start stop date, new event depression, knee and joint issue, anxiety, metallic taste, joint pain, breast pain, fibromyalgia, allergy to soap foods, urinary tract infection, body ache and outcomes were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") in a 23-year-old female patient who had essure (batch no. 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". The patient's past medical history included knee operation (4 times) from (B)(6) 2013 to (B)(6) 2013 and foot operation (2 times). Concurrent conditions included endometriosis and acute salpingitis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2008, 3 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain/pain, cramps all the time"), back pain ("severe lower back pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), vaginal infection ("chronic vaginal infections"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In 2011, the patient experienced migraine ("worsening of her migraines/migraines / headaches"), headache ("worsening of her headaches/migraines / headaches") and fatigue ("chronic fatigue/fatigue,"). In 2011, the patient experienced depression ("depression/aggravated any psychiatric and/or psychological condition"), arthropathy ("knee and joint issue"), anxiety ("anxiety/aggravated any psychiatric and/or psychological condition"), dysgeusia ("metallic taste"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia") and the first episode of pain ("tender spot all over body"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge/extra discharge"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), breast pain ("breast pain"), dermatitis contact ("allergy to soap foods"), urinary tract infection ("urinary tract infection") and the second episode of pain ("body ache"). The patient was treated with analgesics and surgery (bilateral cornual resection with removal of the essure devices intact). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, headache, vaginal infection, dyspareunia, alopecia, vaginal haemorrhage, depression, anxiety, arthralgia and fibromyalgia outcome was unknown, the abdominal pain lower, back pain, vaginal discharge, fatigue, arthropathy, dysgeusia, breast pain, dermatitis contact, urinary tract infection and the last episode of pain had resolved and the migraine had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, arthropathy, back pain, breast pain, depression, dermatitis contact, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Sought treatment for frequent menses (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: full occlusion of fallopian tubes. (B)(6) 2016, pathology report: final diagnosis: left partial fallopian tube, excision, acute salpingitis; peritubal fibrosis, luminal metallic coil present. Right partial fallopian tube, excision, peritubal fibrosis; endometriosis. Luminal metallic coil present. Microscopic description: sections show complete cross sections of fallopian tube with acute salpingitis and peritubal fibrosis. Sections show complete cross sections of fallopian tube with peritubal fibrosis and focal endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), back pain ("severe lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections") with vaginal discharge, dyspareunia ("painful intercourse"), alopecia ("hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (underwent a bilateral salpingectomy and both fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, migraine, headache, vaginal infection, dyspareunia, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal infection to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no." The patient's concurrent conditions included endometriosis and acute salpingitis. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 3 months 25 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain/pain"), back pain ("severe lower back pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation"), migraine ("worsening of her migraines/migraines / headaches"), headache ("worsening of her headaches/migraines / headaches"), vaginal infection ("chronic vaginal infections") with vaginal discharge, alopecia ("hair loss"), fatigue ("chronic fatigue/fatigue,") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). The patient was treated with analgesics and surgery (bilateral cornual resection with removal of the essure devices intact). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, migraine, headache, vaginal infection, dyspareunia, alopecia, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Sought treatment for frequent menses (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: full occlusion of fallopian tubes (B)(6) 2016, pathology report: final diagnosis: left partial fallopian tube, excision, acute salpingitis; peritubal fibrosis, luminal metallic coil present. Right partial fallopian tube, excision, peritubal fibrosis; endometriosis. Luminal metallic coil present. Microscopic description: sections show complete cross sections of fallopian tube with acute salpingitis and peritubal fibrosis. Sections show complete cross sections of fallopian tube with peritubal fibrosis and focal endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters details added. Aka names added. Events added asabnormal bleeding (vaginal, menorrhagia), essure confirmation test : no. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.